Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) female patient was receiving check therapy pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation, the blue wire (+5 v) in the cable connecting ECG "c" and ECG "d" was broken inside the insulation. The root cause for the damaged wire could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the broken wire. The patient received a replacement electrode belt.